Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 weeks prior to contacting lfs. The patient manages her diabetes with metformin pills (500 mg). The patient reportedly decreased her usual dose of medication. After the alleged issue began, the patient claims she felt symptoms of shaky, felt faint, sweaty and weak. The patient ate food and/ or drank a beverage as treatment. The patient reportedly obtained a blood glucose result of "35 mg/dl" with another device. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2012, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. The batteries were replaced and the meter powers on. The test strips that were returned were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.